Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent transvaginal removal of left-sided tvt arm, cystoscopy with fulguration of trigonitis, vaginoscopy and distal meatoplasty on (B)(6) 2015 by dr. (B)(6) due to recurrent urinary tract infection, persistent exposed tension free vaginal tape (tvt) in the distal urethra, small distal right-sided urethrovaginal fistula and trigonitis at the (B)(6) medical center university hospitals & clinics, (B)(6). (B)(4).

Event description:
Details: it was reported that the patient underwent transvaginal removal of left-sided tvt arm, cystoscopy with fulguration of trigonitis, vaginoscopy and distal meatoplasty on (B)(6) 2015 by dr. (B)(6) due to recurrent urinary tract infection, persistent exposed tension free vaginal tape (tvt) in the distal urethra, small distal right-sided urethrovaginal fistula and trigonitis at the (B)(6) medical center university hospitals and clinics, (B)(6).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with mpathy medical restorelle l polypropylene mesh with anterior and posterior repair; due to pop and mixed urinary incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2011 and (B)(6) 2012 due to urinary retention and pain, and exposure of mesh.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.